Event description:
It was reported that during an anterior fusion at t11-l5 the cage was broken when softly impacted. No patient complications.

Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product was returned. Macroscopic and optical examination confirms the implant is cracked in multiple locations in the first thin-walled area nearest to the inserter attachment point. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure.